Event description:
On (B)(6) 2023, a patient was injected with 0.4 ml of lot 22l122, revanesse versa+ ha filler into their undereye area. Prollenium medical technologies inc. Has contacted the clinic four times via email and phone (11-may-2023 18-may-2023, 24-may-2023, 12-jun-2023) to obtain additional information associated with the reported adverse event. The clinic did not respond. Prollenium medical technologies inc. Will continue the investigation. Internal report number: (B)(4).